Manufacturer narrative:
Patient information is not available as the device was not in patient use at the time of the reported event. The affected power cord was not returned to (B)(4) for engineering evaluation however pictures were presented. Engineering confirmed the power cord is a (B)(4) 6 ft dash power cord with the p/n 80274-103. And determined the issue was related to a previously investigated issue wherein the failure of the power cord was caused by wear-out damage to the electrical contact area inside the molded power cord end where the wire is crimped to the terminal end of the metal blade assembly. Frequent connection and disconnection of the power to the ac outlet causes stress on the blade that eventually leads to weakening of the crimp-to-wire connection. Current flow through the weakened crimp connection causes the power cord to overheat and melt. The investigation concluded the root cause was power cord wear-out and inadequate user maintenance. The dash service manual provides preventative maintenance instructions for users to inspect and test the integrity of the power cords. This testing assures that the electrical resistance of the safety ground conductor and the level of leakage current (line conductor-to-ground and neutral conductor-to-ground) meets the iec 60601-1 standard. The customer was informed of the investigation findings and advised to check the (B)(4) power cords at the customer site in accordance with the service manual guidelines.

Manufacturer narrative:
Patient information was not provided by the customer. The initial reporter is located outside the us and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the power cord of the dash 4000 patient monitor caught on fire while plugged into the wall outlet. There was no related patient consequence.